Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the advisories for this implantable cardioverter defibrillator (ICD) were questioned. It was noted that the battery voltage was 2.58 and the charge time (CT) was 16 seconds. This CT was also questioned. Technical services (ts) discussed the advisories and elective replacement indicator (eri) CT limits. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. No adverse patient effects were reported.